Event description:
Complainant alleged that during biomed testing the device would intermittently not allow discharge. Complainant indicated that there was not patient involvement in the reported malfunction.

Manufacturer narrative:
MFR has received the product and will be providing a follow-up report when our investigation is completed.